Event description:
It was reported that a volume discrepancy occurred. Upon refilling the pump, all 40 ml's were removed, but much less was expected. It was further noted that the patient had lost weight, and the pump began to flip. The surgeon removed the pump, relocated the pocket to the left back, and placed a new pump. The medication used within the system was morphine.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a deformed pump tube in the pump head. The pump tube had a significant crease and evidence of kinking at the outlet portion which suggested the pump may have been running occluded at one point likely associated with the reported flipping. The pump passed dispense testing and was within +-14.5% accuracy range but 1 rev trace had odd appearance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.